Event description:
Caller states the pt tested >8.0 inr and >8.0 inr on the coaguchek system while a comparison lab returned as 4.3 inr. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed at a medical facility.